Event description:
I had ultherapy performed one time 5-6 years ago on my neck and lower face, and noticed after about a year skin of my neck started looking crepey, thin and with uneven muscle tone. Very disappointing and wish I had never done it. Had it performed at (B)(6) in (B)(6).